Manufacturer narrative:
(B)(4). This complaint was confirmed because patient indicated small soda like air bubbles in the patient line, which is a known cause of the low drain volume alarm. Source and cause of air in the line was unknown. This issue is being investigated through a CAPA.

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that small soda bubbles went down the patient line and cleared. The technical service representative (tsr) assisted the hp with resuming initial drain. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp, it was found that he is ok and had been able to continue therapy. The hp stated that the tsr did help to clear the alarm.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.